Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform the occlusion test and verify alarm due to motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the customer's pump alarmed motor error. The pump stopped working so he has been disconnected from the pump since last night. The customer stated it alarmed while he was sleeping. The customer's blood glucose was 254mg/dl. We were unable to perform displacement test, due to pump unable to rewind and motor error alarm.